Event description:
It was reported that during use at the hospital, the autopulse platform displayed a "system error" message upon power up. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection was performed and found that the battery lock and front enclosure were damaged. In addition, the head restraint wires were broken. From the condition of the returned platform, the cause of the damages appear to have been attributed to wear and tear. The reported "system error" (latch error code 139) message was observed upon functional evaluation. Further inspection identified the cause to be a defective system processor board. Following replacement of the system processor board, the platform performed as intended with no further user advisories or warnings observed. A review of the platform's archive showed no user advisories or warnings on the reported event date of (B)(6) 2015. However, the archive showed that a system error code 139 occurred on (B)(6) 2015. Based on the investigation, the part(s) identified for replacement were the top cover, front enclosure, battery lock and system processor board. In summary, the reported complaint was confirmed upon functional evaluation as well as during platform archive review. The reported "system error" message was attributed to a defective system processor board. Following service, including replacement of the system processor board as well as the other damaged parts, the device passed all testing criteria.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/06/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.